Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant. During the procedure, it was noted that the right ventricular lead had trouble placing the lead in the correct position, which resulted in extending and retracting the helix several times. After a few times, the helix could not be extended. The lead was not used. The patient was stable.